Event description:
It was reported that the unspecified bd nano pro pen needle was difficult to operate. The following information was provided by the initial reporter: dr. Contacted me, xxxxx and indicated that the patient reported that couldn't inject insulin with nano pro but wasn't sure what exact issue was. It appears that there was no adverse event as changed the needle and was eventually able to inject insulin but patient felt the needles were faulty.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd nano pro pen needle was difficult to operate. The following information was provided by the initial reporter: dr. Contacted me, and indicated that the patient reported that couldn't inject insulin with nano pro but wasn't sure what exact issue was. It appears that there was no adverse event as changed the needle and was eventually able to inject insulin but patient felt the needles were faulty.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd nano pro pen needle was difficult to operate. The following information was provided by the initial reporter: dr. Contacted me, xxxxx and indicated that the patient reported that couldn't inject insulin with nano pro but wasn't sure what exact issue was. It appears that there was no adverse event as changed the needle and was eventually able to inject insulin but patient felt the needles were faulty.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-jul-2023. Investigation summary: customer returned 5 32g-4mm loose pen needles with the tear drop label in place. It was reported by the customer patient was not able to inject insulin with nano pro but was not sure what the exact issue was. Functionality test using pen injector was performed on all the returned needles and no issues were found during the testing. All needles performed as intended. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was not able to confirm the customer indicated issue. Since the issue was not confirmed the root cause cannot be determined.